Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm was noted. The insulin pump was received with minor scratched liquid crystal display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It ws reported that the customer received a motor error on the insulin pump during the rewind process, after it was scanned by airport security. The customer's blood glucose was 200 mg/dl. The customer had already reverted to a back-up plan. Nothing further was reported.